Event description:
It was reported that the guide wire crossed the lesion and flow was noted in the mid left circumflex (lcx). The lcx was noted to be heavily tortuous, very narrow and ectatic. The vision stent delivery system (sds) was advanced; however, it would not cross. The sds was removed from the patient without issue. When the guide wire was removed from the patient, the left circumflex abruptly occluded and the patient was placed on an intra aortic balloon pump and underwent coronary artery bypass. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Based on the reported information, the failure to advance appears to be related to the heavily tortuous, eccentric and narrow vessel. It should be noted that the vision instructions for use (IFU) lists total occlusion of artery and emergent coronary artery bypass surgery as potential adverse events. Based on consultation with an abbott vascular clinical specialist, the reported occlusion appears to be unlikely related to the failure to advance the vision stent as there was no reported issue during its removal and the occlusion occurred after removal of the guide wire. Furthermore, the reported occlusion may have been influenced by the pre-existing patient conditions or the procedure itself. A conclusive cause cannot be determined for the reported patient effects and their relationship to the device, if any. A review of the finished goods lot history record and other incidents reported for this lot did not suggest any indication of a lot specific product quality deficiency. During manufacturing, all stent delivery systems are 100% inspected for damage and proper crimped stent diameter. Additionally, a sampling of units is destructively tested to verify product quality.